Manufacturer narrative:
The event occurred in the us. It was reported that rotaflow drive gives the error message ¿head error¿. No harm has been reported. The rotaflow drive with s/n (B)(6) was investigated by a field service technician on 2021-11-12 and the reported "head error" could not be reproduced and confirmed. The rfd does not have any issues. The technician was able to determine the most probable root cause as the rotaflow console with the s/n (B)(6) which triggered the reported "head error". The affected rotaflow console will be handled in complaint (B)(4). Based on these investigation results the reported failure "head error" could not be confirmed. The review of the non-conformities was performed on 2021-10-28 and during the period of 2013-09-01 to 2021-10-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured in 2013-09-01. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event accrues in the us. It was reported that rotaflow drive gives the error message ¿head error¿. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).